Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his onetouch verio flex meter had a battery indicator and meter powers off during use issue. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a successful follow up call to the patient. The patient stated that the alleged product issues began on (B)(6) 2017, around 5-6 pm. The patient stated that he manages his diabetes with insulin (self- adjuster) and denied making any change to his usual diabetes management routine in response to the alleged product issues. He reported that immediately after the alleged product issues began he developed symptoms of ¿heart palpitations and lack of sleep¿ which he associated with a low blood sugar excursion. The patient reported that he self-treated these symptoms with food/drink ¿ate some candy¿. At the time of trouble shooting, the cca confirmed that this was not the first time. Based on the information provided, there was no misuse of the product. Based on the information provided the cca felt the meter¿s battery needed replaced. However, the patient did not a have a replacement battery at the time. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began. The symptoms and treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose.